Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery using fast-fix 360, after t1 was implanted, t2 could not be deployed. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Event description:
It was reported that during a meniscus repair surgery using fast-fix 360, after t1 was implanted, t2 could not be deployed. T1 was removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and anchors were not returned. The needle overmold assembly was severely bent. The depth gage tubing was upside down. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip felt detached from the deployment slider. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factor, which could have contributed to the complaint event, include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.